Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. Attempts were made to fix the drawer, but it remained open and did not resolve the issue. The entire row displayed a contact maintenance message and would not allow further troubleshooting. The customer power cycled the unit, and although it initially appeared to recover but the issue reoccurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. Attempts were made to fix the drawer, but it remained open and did not resolve the issue. The entire row displayed a contact maintenance message and would not allow further troubleshooting. The customer power cycled the unit, and although it initially appeared to recover but the issue reoccurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 1 matrix drawer popped open when trying to close. A field service engineer (fse) adjusted rails and frame. The fse then found that the solenoid would activate again when closing, replaced solenoid and tested multiple times to resolve the issue and had the customer verify operation via inventory application without any issues. The system functioned as intended after the field service engineer repaired the device.